Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. The patient had prior radiation therapy (brachy) and 10 years later had a recurrence. During treatment, the patient had rectal pain. Digital rectal exam (dre) was performed and it was found that the most painful spot was where the spaceoar or prostate was. The position does not feel any abnormal tissue or cause any concern to him. The patient then finished the treatment and called physician stating that the brachy seeds come out during defecation and urine coming out of his anus. On (B)(6) 2021, a followup was performed and the physician noted that spaceoar can be palpated through rectal wall, area was render topalpation. The discomfort may be related to spaceoar more so than cyberknife treatment. On (B)(6) 2020, magnetic resonance imaging (MRI) of the pelvis was performed and it demonstrated punctate foci of signal dropout within the prostate gland consistent with radiation therapy seeds. There was some mild edema presenting as increased signal intensity within the prostate as well as within the surrounding pelvic soft tissue planes including the presacral space which was nonspecific but could be related to an inflammatory process. The rectal wall was somewhat thickened diffusely. It could represent a colitis/proctitis which could perhaps account for the perceived edema. On (B)(6) 2021, a CT urogram protocol was performed, and it showed mild wall thickening of the underdistended urinary bladder and air within the urinary bladder. Foci of air along the anterior aspect of the rectal wall, which appeared to be extending toward the base of the prostate gland, raised concern for a fistula. The prostate gland measures 4.6 x 4.5 cm. There was mildly prominent bilateral pelvic lymph nodes, up to 1.4 cm in the left internal iliac region, new since the prior study. There was also extensive degenerative changes of the lower visualized lumbar spine. On (B)(6) 2021, another follow-up was performed and they found ulcer formation and likely fistula at the site of the spaceoar. The patient was treated with antibiotics, then hyperbaric oxygen therapy (hbo) with partial resolution of rectal discomfort, but no improvement in fistula. On (B)(6) 2021, another followup call was performed. The patient was treated with antibiotics and had 29 of 40 hyperbaric oxygen therapy (hbo). Rectal pain has improved, but fistula has not. A foley was placed but only for 1.5 day as it made things worse. The patient will have surgical repair of fistula.

Manufacturer narrative:
Corrected fields: block h6: patient code e2339 used to cover the patient complication of "ulcer" instead of patient code e201401. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula. Clinical code e2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. The patient had prior radiation therapy (brachy) and 10 years later had a recurrence. During treatment, the patient had rectal pain. Digital rectal exam (dre) was performed and it was found that the most painful spot was where the spaceoar or prostate was. The physician did not feel any abnormal tissue. The patient then finished the treatment and called physician stating that the brachy seeds had come out during defecation and urine was coming out of his anus. On (B)(6) 2021, a follow up was performed and the physician noted that spaceoar can be palpated through rectal wall, area was tender to palpation. The discomfort may be related to spaceoar more so than cyberknife treatment. On (B)(6) 2020, magnetic resonance imaging (MRI) of the pelvis was performed and it demonstrated punctate foci of signal dropout within the prostate gland consistent with radiation therapy seeds. There was some mild edema presenting as increased signal intensity within the prostate as well as within the surrounding pelvic soft tissue planes including the presacral space which was nonspecific but could be related to an inflammatory process. The rectal wall was somewhat thickened diffusely. It could represent a colitis/proctitis which could perhaps account for the perceived edema. On (B)(6) 2021, a CT urogram protocol was performed, and it showed mild wall thickening of the underdistended urinary bladder and air within the urinary bladder. Foci of air along the anterior aspect of the rectal wall, which appeared to be extending toward the base of the prostate gland, raised concern for a fistula. The prostate gland measures 4.6 x 4.5 cm. There was mildly prominent bilateral pelvic lymph nodes, up to 1.4 cm in the left internal iliac region, new since the prior study. There was also extensive degenerative changes of the lower visualized lumbar spine. On (B)(6) 2021, another follow-up was performed and they found ulcer formation and likely fistula at the site of the spaceoar. The patient was treated with antibiotics, then hyperbaric oxygen therapy (hbo) with partial resolution of rectal discomfort, but no improvement in fistula. On (B)(6) 2021, another follow-up call was performed. The patient was treated with antibiotics and had 29 of 40 hyperbaric oxygen therapy (hbo). Rectal pain has improved, but fistula has not. A foley was placed but only for 1.5 day as it made things worse. The patient will have surgical repair of fistula.